Manufacturer narrative:
This event was initially reported in MFR 2937457-2023-01658 on 11/06/2023, and received a core ID of (B)(4), however due to an internal issue likely related to database connectivity and the ack3 was received however did not receive passed or failed status, which requires this report to be resubmitted. The error was discovered upon attempt to submit follow up information received on 11/07/2023. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during treatment, but cleared the alarm and continued. The patient also received a pump a vs b volume error alarm in fill 1 of 4. Treatment was stopped and fluid was found in the pump module area and on the external part of the cassette. In a follow up, a clinical manager-rn verified there was no harm, intervention or adverse event due to the fluid leak. The patient would let the cycler dry out and try and use it.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed bezel damaged. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test - passed. Valve actuation test - passed. Teach pumps test - passed. Patient sensor check ¿ passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during treatment but cleared the alarm and continued. The patient also received a pump a vs b volume error alarm in fill 1 of 4. Treatment was stopped and fluid was found in the pump module area and on the external part of the cassette. In a follow up, a clinical manager-rn verified there was no harm, intervention or adverse event due to the fluid leak. The patient would let the cycler dry out and try and use it.